Event description:
It was reported the bd vacutainer® blood collection tube buffered sodium citrate experienced the shield/cap stopper being a different color/shade or faded. The following information was provided by the initial reporter: translated to english. The customer stated: "this is a report about color variation of the cap. The cap varies in color among tubes of the same catalog number. This variation is causing a reading error in the test tube preparation system."

Manufacturer narrative:
H6: investigation summary bd had not received samples or photos from the customer for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® blood collection tube buffered sodium citrate experienced the shield/cap stopper being a different color/shade or faded. The following information was provided by the initial reporter: translated to english. The customer stated: "this is a report about color variation of the cap. The cap varies in color among tubes of the same catalog number. This variation is causing a reading error in the test tube preparation system."